Event description:
During pta procedure (common iliac artery) an xt75104 was used. At approximately 8 atm pressure the balloon burst. The catheter couldn't be removed through the introducer because it burst transversely. The pt was sent to or where the vascular surgeon removed it. The surgeon is concerned about the way it burst (transversely).